Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium, was being used during a hysterectomy procedure on (B)(6) 2023 when it was reported, ¿a surgeon was using vcare for uterine manipulation, while in use, the vcare inexplicably disassembled. The surgeon and staff had to spend valuable or time retrieving pieces of the vcare from the patient.¿. There was no report of injury, medical intervention, or hospitalization for the user or patient. The procedure was completed with an alternate device causing a 20-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: device initially reported as 60-6085-201a; however, was actually 60-6085-200a. Device has been updated. Manufacturer narrative: received one 60-6085-200a in unoriginal package. Lot number was not verified. Performed a visual inspection, the device was returned dissembled. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history review was not conducted because the lot number is not known. A two-year review of complaint history revealed there has been a total of 37 complaints, regarding 42 devices, for this device family and failure mode. During this same time frame 570,272 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00007. Per the instructions for use, the user is advised the following: do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward ¿cervical¿ cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-200a, vcare 200a - small, was being used during a hysterectomy procedure on (B)(6) 2023 when it was reported, ¿a surgeon was using vcare for uterine manipulation, while in use, the vcare inexplicably disassembled. The surgeon and staff had to spend valuable or time retrieving pieces of the vcare from the patient.¿. There was no report of injury, medical intervention, or hospitalization for the user or patient. The procedure was completed with an alternate device causing a 20-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.